Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The user reported that the system wouldn't boot up all the way, and it stays in stand alone mode. Was unable to duplicate this issue. System is booting up fine. User may have not had the umbilical cord plugged in all the way. System ready for use. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system image acquisition system (ias) pendant displayed that the system was in 2d mode. However, the bottom of the pendant screen displayed that the system was in stand alone mode. The system could reportedly be driven, but none of the gantry motions functioned. There was no patient present when this issue was identified.